Event description:
On (B)(6) 2025, a user experienced a severe hypoglycemic event during the night. The user became unresponsive, and a family member administered a glucagon injection. The ilet had issued low bg alarms, which alerted the user's wife. A fingerstick reading confirmed the low, and glucagon was given, which successfully raised the user's blood glucose (bg) level. The user reported no additional low bg events since that time. No medical intervention or hospitalization was required.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No device malfunctions or motor errors were identified in the engineering logs for the event date of 05-jun-2025. The ilet issued multiple low bg alarms throughout the night and appropriately reduced insulin delivery based on cgm input. Cgm data did not show sustained glucose levels below 54mg/dl; however, the user was reportedly unresponsive and treated with glucagon. This may indicate a clinically significant hypoglycemic event that was not fully captured by the cgm, suggesting a potential discrepancy between cgm readings and actual blood glucose levels. The cause could not be definitively determined, but no device malfunction was identified. Should additional information become available, a supplemental report will be submitted.